Event description:
It was reported that during an angioplasty procedure through cephalic vein, the balloon allegedly ruptured at 8 atm. It was further reported that the balloon was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest dilatation catheter was returned for evaluation and one video was provided. Peeled pebax and fiber disturbance were able to be observed on the returned balloon catheter. There were no other specific anomalies noted during the visual evaluation. During the functional testing, the balloon was inflated with an in-house presto device and water was noted to be leaking from the distal tip. The balloon fibers were stripped and a pin-hole balloon rupture was observed. No other functional testing was performed. All the anomalies are noted on microscopic observation. One video was reviewed. The video shows a bloody balloon in an inflated condition; it was observed that a liquid was streaming out of the balloon. However, the source of the leak is unknown. No evidence of balloon rupture could be noted. No other anomalies were noted. The investigation was confirmed for the reported balloon rupture as a pin-hole rupture was noted on the balloon during the functional testing of the returned device. The investigation was confirmed to have identified peeled pebax as the returned balloon was able to be observed with these anomalies. The investigation was also confirmed for the identified leak as the liquid noted to be leaking from the balloon, although the source of the leak is unknown, was able to be observed from the submitted video. A definitive root cause for the reported balloon rupture and identified leak, peeled pebax could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiration date: 06/2024.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest dilatation catheter was returned for evaluation and one video was provided. Peeled pebax and fiber disturbance were able to be observed on the returned balloon catheter. There were no other specific anomalies noted during the visual evaluation. During the functional testing, the balloon was inflated with an in-house presto device and water was noted to be leaking from the distal tip. The balloon fibers were stripped and a pin-hole balloon rupture was observed. No other functional testing was performed. All the anomalies are noted on microscopic observation. One video was reviewed. The video shows a bloody balloon in an inflated condition; it was observed that a liquid was streaming out of the balloon. However, the source of the leak is unknown. No evidence of balloon rupture could be noted. No other anomalies were noted. The investigation was confirmed for the reported balloon rupture as a pin-hole rupture was noted on the balloon during the functional testing of the returned device. Additionally on the submitted videos the sources of leak was confirmed to be pin-hole rupture which noted during the microscopic observation of the returned device. The investigation was confirmed to have identified peeled pebax as the returned balloon was able to be observed with these anomalies. A definitive root cause for the reported balloon rupture and identified peeled pebax could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through cephalic vein, the balloon allegedly ruptured at 8 atm. It was further reported that the balloon was removed and the procedure was completed using another device. There was no reported patient injury.